Manufacturer narrative:
Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: 9735740, software version #: 1.2.0. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned ssd was installed in a test system and when loading tools, was unable to locate tool file mr8, as the reported complaint indicates. As well, the o/s displays version 1.05 and "stealthstation configuration" indicates version 1.0.2...however; this is not an indication of the operating system.. Software analysis determined that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the mr8 could not be added to the system after installing application v1.2, os 1.0.5, and spine tools 31. It was noted that the anterolateral disc prep tool card (spine tools 31 release) could be added, however the mr8 tool card (spine tools 29 release). Upon reloading the os, application and spine tools (in order with the reboots in between) it was noticed that the self-test indicates the system is on os 1.0.5 but the system configuration indication indicates that the system is on os 1.0.2. There was no patient present at the time of the event. (B)(6) 2020 (rep): no new information. This is a related event to (B)(4) which captures the configuration issue.